Event description:
A medtronic rep reported that the stealtstation s7 system powered off w/o warning during a frontal-temporal craniotomy for a tumor resection. The site plugged the system directly into another outlet to finish the case. This issue reportedly occurred after registration and before the incision was made. There was no impact to the pt.

Manufacturer narrative:
The site declined to provide the pt weight. Since plugging the system into another outlet resolve the issue it is likely something was wrong with the initial outlet used.